Event description:
Tube inserted on 12/23/95. A fluoroscopy was done to check placement. Fluoroscopy demonstrated leakage of metallic mercury. On 12/23/95 an esophagastroduodenoscopy was performed to evacuate the mercury. A small quantity of very fine grain mercury remained in the stomach following the procedure.